Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed at the site and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-01872 and 3005099803-2009- 01870 for the other associated device information. It was reported to boston scientific corporation on (B)(6), 2010 that an extractor retrieval balloon was used in an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2010 (patient age, gender, weight and ID are unknown) according to the complaint, during the procedure three extractor balloons ruptured while attempting to sweep stones out of the duct. There were no fragments left behind and the procedure was completed with another extractor balloon. There were no patient complications and the patient's condition has been described as "fine."